Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three (3) used spike lines, and one (1) contaminated venous line were provided for evaluation. The samples underwent visual inspection, and no visual defects were observed. The three spike-lines samples were then subjected to leak testing in accordance with design input requirements. A closed system was created between the arterial venous portions of the sets, and the assemblies were tested using air underwater. Since the arterial line was not returned and the venous line could not be decontaminated, the spike lines were connected to one of our in-house arterial/venous sets to perform the leak testing. Results indicate that all three returned spike lines failed testing, exhibiting leakage at the connection point between the spike line and the arterial set. To verify test method integrity, an additional leak test was performed using one of our internal spike lines. No leakage was observed, confirming that the returned spike lines were defective. A supplier corrective action request was initiated to address the confirmed leakage. The returned contaminated was unable to be decontaminated; therefore, the presence of air bubbles in the venous line could not be replicated or confirmed. Based on the investigation findings, the reported defect of leakage was confirmed from the three returned spike line connection. The implementation of the new dehp-free resin has been confirmed to contribute to the air bubble adhesion in the tubing. This change addresses air bubble adhesion observed in tubing following the implementation of a dehp free resin. The update is limited to design documentation only, with no bill of material (bom) or product drawing changes at dr site or suppliers at this time; existing controls remain in place per sopmd2024904 and qa116. Required bom and drawing updates will be implemented through a future change control. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, the retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the connection at the nss line seems to be cracked or threading is bad causing leaking of nss and in some instances blood or pulling air into the system.